Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient could not walk or function or take care of themselves. It was noted that the patient was in an accident on (B)(6) 2013. It was noted that the patient was being electrocuted to the point that it had broken the bones in the patient's leg. It was noted that the wires were not connected and they needed someone to open their spine and "put some duct tape around the wires or something." It was noted that the wires were broken. It was noted that the patient could not breathe and had chest pain. It was noted that it caused backward stimulation to the muscles and the muscles "actually ripped the bones in half and pulled them out of place." It was noted that the wires were floating so they hit each other and gave the patient an injection of current. It was noted that the patient could not get the battery on and off. It was noted that the patient had been to the health care professional (hcp) where they lived. It was noted that the patient could not think because "it went off without warning." It was noted that the patient stated that they need to get it shut down before it broke their other leg. It was noted that the stimulation worked for their legs and "caused the muscles to reverse spasm outward and pull away from their bones." It was noted that the stimulation "snapped their ankle bones." It was noted that the patient lost 37 pounds in a month from all this. Additional information received reported that the patient was being "electriced" by their stimulator due to a recent accident and had broken floating wires. It was noted that the patient had been left unable to walk and it was causing the muscles to break bones in their left leg. Additional information received reported that the patient was having trouble finding a health care professional (hcp). It was noted that this was an "emergency situation" because it was affecting their heart. It was noted that the patient stated that they needed emergency surgery. It was noted that the device broke one of the patient's ankles. It was noted that the wires were floating loose in the spine. It was noted that the patient stated that if she did not get the device shut off it would cause them to have a heart attack. It was noted that the patient stated that the battery would not run down because it did not have consistent use. It was noted that the patient would be walking across the floor and it would electrocute them and they would hit the floor.

Manufacturer narrative:
.

Event description:
It was further reported that at the time of the report the device was turned off and had been turned off for 1 week. The patient had their device checked by a manufacturer representative and the leads were not working. The leads were broken from when they were thrown across the room by someone. The patient was seeing a neurosurgeon and was scheduled for surgery on (B)(6) 2014 to take out the broken leads and provide them with a new system. The broken leads were verified by x-ray. The implantable neurostimulator (ins) was not broken. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was ¿thrown across a room¿ on (B)(6) 2013. It was noted that the patient landed on their side where their wires were. It was noted that since then they had been falling a lot. It was noted that the patient fell last night and had been falling about 5 to 6 times. It was noted that the patient reported that since the incident the spinal cord stimulator worked sometimes when the patient was in a weird position. It was noted that the therapy was for the left leg quit working again. It was noted that the wires were not connecting like they are supposed to be. It was noted that the patient reported a loss of therapeutic effect.